Manufacturer narrative:
The device was returned for analysis. This event will be updated when analysis is complete.

Manufacturer narrative:
A replacement procedure was planned for a future date. The available information suggests this device remains in service. Should additional information become available this event will be updated. Subsequently, the device was explanted and successfully replaced. At this time, the device has not been returned for analysis. Should additional information become available, or if the device is returned, this event will be updated.

Event description:
--

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q2 2010 product performance report.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) due to extended charge times exceeding the extended charge time limit. There was a concern that the battery depleted prematurely. No adverse patient effects were reported.